Event description:
General report received of an unspecified number of undocumented incidents of particulate. The customer contact reported that after spiking the source container and "pushing the tip into the rubber, from time to time there are pieces that go in the soluset." The solusets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received.